Event description:
I had mentor silicone breast implants in 2013 and needed surgery to correct an issue the following year. I have since developed chronic hives, knee pain, foot pain, anxiety, add, dry eyes and persistent breast pain. I am scheduled to have my implants removed through an invasive and serious surgery to ensure that capsule around the implant remains intact to avoid further contamination in my body. This surgery is not covered by my insurance because I have not developed cancer. I was told these implants were safe and life-long devices with a lifetime guarantee. The guarantee is simply free replacements of implants should they rupture, but not a guarantee of safety. If I had known how dangerous these devices were, I would never have had this procedure done. The FDA should have completed a rigorous study and they failed to protect women. FDA safety report ID# (B)(4).